Event description:
Information received by medtronic indicated that the insulin pump had cracked along battery side. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Customer alleged the insulin pump having cracked battery compartment. After battery installation, pump received with blank display. Unable to perform the displacement, and self tests due to blank display. Pump was cut open to perform visual inspection found moisture damage on the electronics, battery tube, battery connector, motor, vibrator during visual inspection. Swapping out test boards confirms blank display is due to moisture damage on electronic assembly. Pcba1/pcba2 was cleaned using isopropyl alcohol with no effect. Unit had scratched case, cracked battery tube threads, cracked case (battery tube). The test p-cap locks properly in place in the reservoir compartment noted. Insulin pump blank display due to moisture damage on electronic assembly. Insulin pump had cracked case (battery tube) was confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.